Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) was not able to verify the reported issue. The fsr thoroughly tested the roller pump head with tubing and could not duplicate the reported problem. The fsr swapped the roller pump head from the arterial to the vent position at the request of the perfusionist and updated the configuration. The unit operated to the manufacturer's specifications. Per the data log analysis, on 06-jan-2021 everything looked normal in the log until 21:41, a belt slip jam status = true, along with an overcurrent causing the pump to stop. It is unusual that this would happen that late in the case, there is no indication of what might have caused it. This happened many times before they exited the perfusion screen at 22:06:04. It is possible something was actually keeping the pump from turning but it seems less likely at the end of a case. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the roller pump was alarming. The unit displayed 'over current', 'belt slip' and 'pump jam' messages. There were no reported adverse consequences to the patient.